Event description:
It was reported that a stent could not be released. The deployment mechanism broke during the release procedure. The delivery system and stent were removed together as one unit. No report of patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No add'l complaint has been previously reported for this lot number. No mfg anomalies or changes which may have caused or contributed to the reported event have been identified. Based on the sample eval it is confirmed that the deployment mechanism had been actively used to deploy the stent until breakage of a force transmitting component occurred. Potential factors that could have led to the broken component have been evaluated. Based on the info available a definite root cause for the event reported could not be identified. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "do not constrict delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."